Event description:
In 2008, the patient reported blood glucose reading of 463 mg/dl. The patient said, his symptom was nausea and he treated his readings by taking an insulin injection. He stated he has had 2 bent insulin infusion set cannulas today and that over the last year has had 1 out of every 4-5 cannulas bend. He said he has used his buttocks for his infusion site for 14 years. He stated, he has scar tissue there but is reluctant to try another area. Site rotation was discussed with the patient and a complimentary guide to site management, an insertion device, and a box of infusion sets were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.